Event description:
The manufacturer received information alleging a ventilator was allegedly alarming for cable disconnect and low tidal volume while using an external flow sensor. There was no report of patient harm or injury. The device is not returning to the manufacturer for evaluation. The flow sensor and cable needs to be replaced to address the issue.